Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to provide further information regarding this event. Customer reported a low blood glucose (bg) 46 mg/dl due to the pump basal setting needing to be adjusted. Customer discussed the setting with their diabetes educator and the setting was changed. Glucose was consumed to address low bg.